Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer reported insulin pump was buzzing and it rebooted. Insulin pump had received an insulin pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.